Manufacturer narrative:
Based on the information provided by the complainant, it was determined that the sub-optimal tissue processing reported is derived from the "urgent rapid cycle 2hrs" protocol started in retort b at 12:48pm on (B)(6) 2017, which comprised three (3) cassettes completed successfully at 15:21pm on (B)(6) 2017. The event/error codes recorded in the instrument software during execution of the "urgent rapid cycle 2hrs" protocol started in retort b at 12:48pm on (B)(6) 2017, were advisory notification, which did not interrupt the protocol, and is not considered to have either caused or contributed to the sub-optimal tissue processing. No use error(s) was identified in the instrument logs in relation to the interaction between the user and the instrument either prior to, or during execution of the "urgent rapid cycle 2hrs" protocol started in retort b at 12:48pm on (B)(6) 2017, from which sub-optimal tissue processing was reported. Investigation of this complaint found that the instrument operated within specification during execution of the "urgent rapid cycle 2hrs" protocol started in retort b at 12:48pm on (B)(6) 2017, from which sub-optimal tissue processing was reported by the complainant. The root cause of the sub-optimal tissue processing reported by the complainant could not be determined from the information available.

Event description:
Leica biosystems received a complaint that the processing quality of renal biopsy samples of 5mm long x 1mm thick, which had been performed on (B)(6) 2017, was sub-optimal. The complainant advised that the tissue was "popping out" of the blocks during sectioning following processing using the "urgent rapid cycle 2hrs" protocol; the affected tissue samples were noted to be "brittle"; two (2) cases were not diagnosable; there was no tissue additional tissue available from the undiagnosable cases as the samples were renal biopsies; and subsequent steps to be taken in relation to the two (2) undiagnosable cases were yet to be defined. The patient identifier and date of birth of two (2) patients from whom tissue was not diagnosable were provided. On (B)(4) 2017, leica biosystems received the following information from the product applications specialist (pas) "no re-biopsy has been performed on either patient as advised on (B)(6). Pathologists reported to the clinicians that the tissue was badly processed with no diagnosis made. They have left it to the clinicians to determine next steps but so far no re-biopsy has been scheduled." The gender of the two (2) patients from whom tissue was not diagnosable was provided. Refer to MFR. Report# 8020030-2017-00027 for specific details of the other patient involved.